Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, a 25mm amplatzer amulet occluder (acp2) was implanted using a 14 amplatzer torque 45x45 delivery sheath (tv45x45). A pre-procedural toe showed modest ar and mr and a small pericardial effusion. Following implant, l tte documented no changes in prior echo findings and subsequently the patient was discharged one day post-implant. On (B)(6) 2015, the patient reported feeling unwell and went to the hospital where a tte revealed tamponade which required pericardiocentesis and approximately 1.5l of fluid was drained. While in intensive care, a clot was visible by tte in the laa. The patient remains on heparin and clopidogrel and was discharged on (B)(6) 2015. The acp2 remains implanted. While the exact cause of the tamponade was unclear, it was reportedly device-related.